Event description:
During an in clinic follow-up, it was reported that the right ventricular (rv) lead was damaged. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. A visual inspection revealed an external insulation abrasion breaching the outer insulation at the proximal region. The outer coil was exposed in this region. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.